Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon had difficulty putting the iol in the cartridge and once the iol was finally in the cartridge, it was difficult to get the iol out of the cartridge. There was patient contact but the procedure was completed with no reported patient harm. Additional information has been requested.